Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient discomfort at the pocket site. The patient underwent a revision procedure wherein the pocket site was relocated and the old ipg remains implanted. No device malfunction was suspected. The patient was doing well postoperatively.